Event description:
10/31/03 patient complained of chest pain. Five days post implant, a surgeon opened patient and observed the ventricular lead had perforated the right ventricular apex, pericardium and heart.